Event description:
The patient reported that he programmed two combo boluses, and the boluses did not show in the pump's bolus history. Customer support instructed the patient on how to program and deliver a combo bolus. The patient stated that his blood glucose (bg) elevated to 300 mg/dl due to the boluses not being delivered. There were no reported ketones or symptoms. The patient stated he was able to give a correction for the elevated bg. The reported bg excursion does not meet the definition of a serious injury. The pump is not being returned at this time. There has been no further reported incident. This complaint is being reported because it is unclear if use error with incorrect programming contributed to undelivered boluses.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the pump bolus history was reviewed and showed the following boluses: on (B)(6) 2011: boluses at 2:26 pm, 6:26 pm, and 10:52 pm; on (B)(6) 2011: boluses at 12:26 am and 12:38 pm; and on (B)(6) 2011: boluses at 11:46 am, 10:15 pm, and 11:18 pm. A combo bolus of a duration of 2.5 hours at 0:100% was completed successfully and was captured in pump "history"/"bolus". Unrelated to the complaint, the battery compartment was found to be cracked and moisture was found in the battery compartment. The user guide instructs the patient that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump. The pump was exercised for 24 hours without any issues.